Event description:
It was reported that following a fall, the patient's leads fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 to replace the leads. During the procedure, the ipg became unable to communicate with external devices after being taken out of surgery mode for intraoperative testing. Troubleshooting was unable to resolve the issue. As a result, the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.